Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. The customer advised that their device successfully shocked the patient 6 times, thereafter the paramedics administered adrenaline to the patient, they pushed the event button to record the details but their device froze. They attempted to push other buttons but there was no response for approximately 20 seconds. After 20 seconds their device resumed working where it left off. They were able to shock the patient multiple times thereafter. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has contacted the customer for further information on the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. The customer advised that their device successfully shocked the patient 6 times, thereafter the paramedics administered adrenaline to the patient, they pushed the event button to record the details but their device froze. They attempted to push other buttons but there was no response for approximately 20 seconds. After 20 seconds their device resumed working where it left off. They were able to shock the patient multiple times thereafter. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has contacted the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined through troubleshooting that the cause of the reported issue was most likely the system pcb. The device was returned to the customer unrepaired.